Event description:
Caller states, the patient tested 7.3 inr and 7.2 inr on the coaguchek xs system while a comparison lab returned as 4.63 inr. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.